Event description:
A malfunction alarm occurred, identified as "malf 0," but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to monitor for any potential future malfunctions and to call back if needed.